Manufacturer narrative:
(B)(4). Mfg date: this lot was manufactured from may 6, 2015 to may 7, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that the fill port cap was missing. Since the device was received out of its original packaging, it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extra large volume intermate was missing a coil cap. This was found before use, so there was no patient involvement. No additional information is available.